Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, weight loss, hair loss, nausea, urination pain, urinary incontinence and galactorrhoea. Concomitant products included antibiotics. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract infection ("constant urinary infections"), menstruation irregular ("irregular periods"), dyspareunia ("pain during sex/dyspareunia") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, menstruation irregular, dyspareunia and medical device discomfort outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, medical device discomfort, menstruation irregular, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: satisfactory placement of the contraceptive device with complete tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, weight loss, hair loss, nausea, urination pain, urinary incontinence and galactorrhoea. Concomitant products included antibiotics. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract infection ("constant urinary infections"), menstruation irregular ("irregular periods"), dyspareunia ("pain during sex/dyspareunia") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, menstruation irregular, dyspareunia and medical device discomfort outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, medical device discomfort, menstruation irregular, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: satisfactory placement of the contraceptive device with complete tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, weight loss, hair loss, nausea, urination pain, urinary incontinence and galactorrhoea. Concomitant products included antibiotics. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract infection ("constant urinary infections"), menstruation irregular ("irregular periods"), dyspareunia ("pain during sex/dyspareunia") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, menstruation irregular, dyspareunia and medical device discomfort outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, medical device discomfort, menstruation irregular, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: satisfactory placement of the contraceptive device with complete tubal occlusion. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: essure lot number and expiration date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, weight loss, hair loss, nausea, urination pain, urinary incontinence and galactorrhoea. Concomitant products included antibiotics. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract infection ("constant urinary infections"), menstruation irregular ("irregular periods"), dyspareunia ("pain during sex/dyspareunia") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, menstruation irregular, dyspareunia and medical device discomfort outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, medical device discomfort, menstruation irregular, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: satisfactory placement of the contraceptive device with complete tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.